Manufacturer narrative:
The insulin pump was received with a blank display due to a faulty liquid crystal display driver board.

Event description:
The customer reported a black screen and lines across the screen. Advised that the insulin pump would be replaced. Nothing further was reported.